Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test were performed and passed. Functional testing was performed, and failed the vibrator test. The receiver data log was downloaded and reviewed, and no issues related to the complaint were observed in the course of the log review. The reported event of no vibration was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.